Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient falls quite a bit and the last time they fell the implant had been dented. The consumer could physically feel a dent in the implant and noted that the patient was not hurting from it. The consumer was going to follow-up with a healthcare provider. The indication for use was lumbar radiculopathy. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that no steps were taken to resolve the fall and dented ins and the issue was not resolved. No further complications were reported/anticipated.